Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, that a "belt slip" error occurred on the roller pump two hours into the procedure when the revolutions per minute (rpms) were being reduced. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) verified the customer's complaint of "belt slip" alarm via a video, but could not duplicate the reported issue. The fsr replaced the drive belt and set correct tension. With the belt replaced and tension set, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.